Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 581 mg/dl. The customer stated that her sugar has been high for the last 2 days and she went to change out the set. The customer stated that the set would not get her to the last mode to fill cannula. The customer declined to troubleshoot and check the pump.